Manufacturer narrative:
The referenced scope was returned to olympus on (B)(6) 2017. Based on the service group¿s investigation, the reported complaint was not confirmed as the suction flow was noted to be normal. The instrument channel was inspected with an olympus boroscope and was found to have multiple scratches inside. There was no note of foreign objects/materials found in the channel of the scope. There was also no note of missing parts from the scope. The scope passed the leak test. The cause of the reported event could not be conclusively determined. The scope was repaired and returned to the user facility. The olympus endoscopy support specialist (ess) visited the account in response to the reported event. They observed two procedures during their visit and noted that the channel was not being checked before procedure. During procedure, it was noted they are using a non-olympus water bottle with 10 drops of simethicone added to it. Also the user facility stated they do not check the channel before or after the procedure. They only brush during reprocessing. The ess provided the user facility with literature on the use of simethicone with olympus scopes and the section in the instruction manual that states the instrument channel should be checked. Based on the ess¿s observation, an error during reprocessing cannot be ruled out. The instruction and reprocessing manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Event description:
1 of 3 related complaints (B)(4). Olympus was made aware that on (B)(6) 2018, olympus (B)(6) at a scheduled stop (at (B)(6) hospital - (B)(6)) with (B)(6) to speak with supervisor (B)(6) about issues with suction. They stated that all of their pcf-(B)(4) have been suctioning but not like they should be and the suction on them is to the suction port and the specimen is suction into the vile. They state they use this process will of their scopes but only have the issue with these specific scopes. They have used these scopes with multiple towers and multiple doctors and the problems reoccur. It has not affected any of their other scopes. During this discussion it was brought to my and the eam's attention that during 3 separate procedures that specimens came out of scopes during procedure while in patients. The first incident occurred on (B)(6) 2017 with serial number (B)(4) and the specimen was not retrieved. The second time was on (B)(6) 2017 s/n (B)(4) and the specimen was retrieved and per (B)(6) described it as a calcified stone. The third time was on (B)(6) 2017 s/n (B)(4) they retrieved the specimen that (B)(6) described as a gastric biopsy and ran a dna on it. Per (B)(6) the dna came back as the patient that procedure was being performed on. Some of these scopes have been sent into repair recently for the suction issues and were discovered to have some damage and kinking in the biopsy channel but no issues with suction. The (B)(6) stayed and observed 2 procedures while there. The customer is going above and beyond on following the reprocessing steps as observed. However, during procedure it was noticed that the channel was not being checked before the procedure and during procedure instead of using an olympus water bottle they are using a 1000 ml bbraun container of water which was 3/4 quarters full and had 10 drops of simithicone added to it. (B)(6) stated they do not check the channel before or after the procedure. They only brush during reprocessing. They are have read the olympus letter on simithicone and were shown the letter and portion of the operating manual that states the instrument channel should be checked. They are using medivators veriscan for a leak test, medivators scope buddy for flushing, medivators advantage plus's for their aer and medivators endodry cabinets. Some of these scopes have been sent into repair recently for the suction issues and were discovered to have some damage and kinking in the biopsy channel but no issues with suction. Per investigation tab it was noted that on (B)(6) 2017 this scope (sn (B)(4), so#(B)(4)) had an incident where a specimen fell out of the scope into the patient and the specimen was not retrieved. This was not reported at the time and just sent in with the ur: unable to pass instruments. No injury was reported. It was also noted that several steps were not happening during preparation for use as well as during reprocessing for these scopes. Update: received additional information from (B)(6) / assistant director of surgical services. The procedure was completed using the same scope. No patient infection was reported. They performed visual inspection and testing of the image only (no anomalies found). There was no missing parts found on the scope. Regarding the reprocessing, the endoscope channel is being brushed with a medivator "pull thru" single use brush (ref (B)(4)) during manual cleaning. Pre-cleaning is being performed immediately after a procedure. (B)(6) confirmed they are reprocessing correctly. Leak testing is being performed prior to manual cleaning. Last in-service was performed in the beginning of (B)(6) 2017. There has been no changes in reprocessing personnel and all reprocessing personnel are properly trained. The scopes are stored in endodry cabinets. ER (B)(6) 2018.